Event description:
It was reported that the ventilator failed safety valve and other tests during pre-use check during initial testing after installation. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve and other tests during pre-use check during initial testing after installation. The safety valve pull magnet was returned for investigation. The evaluation of received device logs confirmed the reported pre-use check failures on the reported date of event. Resistance measurement of the returned pull magnet showed that it was electrically disconnected. The valve could therefore not close, which caused leakage in the system. An inspection of the returned valve did not show any anomalies. The open circuit was most probably inside the pull magnet housing. The fault was considered a single/isolated fault. The reported issue was found during a pre-use check. Leakage during ventilation caused by a technical failure may lead to insufficient ventilation. The conclusion is that the pull magnet didn't close due to an open electrical circuit.

Event description:
Manufacturer's ref.#: (B)(4).